Manufacturer narrative:
An event of stroke and transient ischemic attack was reported. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Information from the field indicated that the cerebrovascular accident is attributed to the patient's history of atrial fibrillation while on direct oral anticoagulants or a possible cardioembolic event due to atherosclerosis. The direct cause is uncertain and unlikely to be related to the implant procedure or navitor titan valve. Based on all available information, a cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - portico ng approval study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 35mm portico ng/ navitor titan valve was successfully implanted in a patient. On (B)(6) 2023, the patient had an episode of vision change in the left eye and went to the emergency room. A computed tomography scan was performed and confirmed a cerebrovascular accident. There was no treatment required/performed. On (B)(6) 2023, the patient was brought by ambulance with acute onset of right-sided headache, left facial droop, and left arm weakness. Medication was administered/adjusted to resolve the event. Subsequent to the previously filed report, additional information was received that the patient had loss of left eye vision and left arm weakness. The patient's lost vision lasted for 10 minutes and resolved, but mild left arm weakness continues. The patient was seen in the emergency department two days after onset of symptoms. The patient did not experience a permanent injury or disability. The cerebrovascular accident is attributed to the patient's history of atrial fibrillation while on direct oral anticoagulants or a possible cardioembolic event due to atherosclerosis. The direct cause is uncertain and unlikely to be related to the implant procedure or 35mm portico ng/ navitor titan valve. The patient was started on 30 day regimen of 81 mg aspirin. There is no allegation of malfunction against the abbott device or procedure. The patient was at home recovering at the time of report.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information:(B)(4). Patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 35mm portico ng/ navitor titan valve was successfully implanted in a patient. On (B)(6) 2023, the patient had an episode of vision change in the left eye and went to the emergency room. A computed tomography scan was performed and confirmed a cerebrovascular accident. There was no treatment required/performed. On (B)(6) 2023, the patient was brought by ambulance with acute onset of right-sided headache, left facial droop, and left arm weakness. Medication was administered/adjusted to resolve the event.